Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)'), heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('abnormal vaginal bleeding') in an adult female patient who had essure (ess205) (batch no. 620746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, fibroids, anemia, pelvic adhesions, diabetes and obesity. Previously administered products included for an unreported indication: metformin. In 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,abnormal bleeding (general)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), cystitis ("bladder infect"), pelvic pain ("pain pelvic"), abdominal pain ("pain abdomen") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, pelvic pain and abdominal pain had resolved and the allergy to metals, bladder disorder, urinary tract disorder, cystitis, weight increased, vaginal infection, uterine leiomyoma, vaginal discharge and anaemia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain : yes product removal date updated from (B)(6) 2017 to (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: bilateral occlusion. Lot number:620746 manufacturing date:2006-08 expiration date:2008-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)'), heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('abnormal vaginal bleeding') in an adult female patient who had essure (ess205) (batch no. 620746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, fibroids, anemia, pelvic adhesions, diabetes and obesity. Previously administered products included for an unreported indication: metformin. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,abnormal bleeding (general)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), cystitis ("bladder infect"), pelvic pain ("pain pelvic"), abdominal pain ("pain abdomen") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, pelvic pain and abdominal pain had resolved and the allergy to metals, bladder disorder, urinary tract disorder, cystitis, weight increased, vaginal infection, uterine leiomyoma, vaginal discharge and anaemia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain : yes. Product removal date updated from (B)(6) 2017 to (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information, patient medical history, rcc added. Product removal date updated. Event anemia added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)'), genital haemorrhage ('bleeding,abnormal bleeding (general)'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal vaginal bleeding') in an adult female patient who had essure (ess205) (batch no. 620746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), cystitis ("bladder infect"), pelvic pain ("pain pelvic") and abdominal pain ("pain abdomen") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dyspareunia, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had resolved and the allergy to metals, bladder disorder, urinary tract disorder, cystitis, weight increased, vaginal infection, uterine leiomyoma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)'), genital haemorrhage ('bleeding,abnormal bleeding (general)'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal vaginal bleeding') in an adult female patient who had essure (ess205) (batch no. 620746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure (ess205) inserted. In june 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), cystitis ("bladder infect"), pelvic pain ("pain pelvic") and abdominal pain ("pain abdomen") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dyspareunia, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had resolved and the allergy to metals, bladder disorder, urinary tract disorder, cystitis, weight increased, vaginal infection, uterine leiomyoma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Imaging procedure - on 01-dec-2006: bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received : lot number added. Following events were added : menorrhagia, abnormal vaginal bleeding, vaginal infection, uterine fibroids, vaginal discharge, pain pelvic, pain abdomen. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems "), urinary tract disorder ("urinary problems") and cystitis ("bladder infect") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dyspareunia, genital haemorrhage and dysmenorrhoea had resolved and the allergy to metals, bladder disorder, urinary tract disorder, cystitis and weight increased outcome was unknown. The reporter considered allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Reporter information, lab data added. Previously reported event injury to herself were updated to dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), nickel allergy, bladder problems ,urinary problems, ,bladder infect, weight gain, bleeding no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.